Event description:
According to the reporter, ten days after catheter insertion, the catheter connector ruptured, preventing the patient from receiving normal dialysis. The patient complained to the hospital. The catheter was not repaired. There was no leak. The type of cleaning agent used on the device was iodine solution. No instrument was used to loosen or tighten the device. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.